Event description:
Three issues with the reprocessed scalpels: this is the second report concerning this issue. During a procedure, when the scalpel is attached to the device an error message immediately appears, which states, "check handle". Instruments returned to vanguard.